Event description:
The pt's mother reported that the pt's doctor wanted the pump replaced because his blood glucose levels were running above 600 mg/dl. The mother confirmed the presence of large ketones. The pt's site was changed before the elevated blood glucose levels occurred and the mother noted no issues with the infusion site. The pt's mother confirmed that all settings were correct in the pump and the delivery history matched the pump settings. The pt's doctor prescribed insulin injections and the pt's mother confirmed that the pt's blood glucose normalized after using injections.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. There is no evidence of a pump malfunction at this time and troubleshooting demonstrated that the pump was delivering insulin as programmed. No conclusions can be made at this time.